Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint of wobbled universal surgical manipulator (usm) 2 carriage. The fse found a gap between the linear guide and lower side of the carriage. The fse replaced usm 2 to resolve the issue. The system was tested operated without error and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the procedure log was performed by the technical support engineer (tse). Per the review, the issue occurred during a procedure on (B)(6) 2022 using system (B)(4). This complaint is being reported due to the following conclusion: although the procedure could be completed with all 4 usms, the fse confirmed the reported issue in the investigation and replaced usm 2. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales manager (csm) informed the technical support engineer (tse) that carriage axis 3 of the universal surgical manipulator (usm) 2 was wobbling when it was touched by hand. The tse reviewed the error logs but could not find any related errors. The next procedure will be performed under this condition. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. There was no impact to the patient due to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Unit was tested in an in-house system in normal mode with no triggered errors. Unit was also tested using a patient side cart (psc) fixture test platform (pftp) with no triggered errors. Upon inspection, the carriage was found to be loose on the rail. The insertion rail failed the linear bearing test. The insertion linear rail will be replaced as a fix. A root cause of the reported failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.